Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. During transseptal, there was clot discovered on the tip of the transseptal sheath prior to crossing. The physician decided to cross with clot attached and administered heparin after without adverse outcome. After deployment of the 33mm device, a 0.5mm pericardial effusion was noted around the right atrium (ra) and left ventricle (lv). The effusion grew continuously and pericardiocentesis was performed with approximately 400cc of fluid removed. The drain was left in the patient with the effusion being resolved. The patient was discharged and will follow up with a cardiac rehab.